Event description:
It was reported, the patient presented for an ablation procedure. Fluoroscopy revealed, the atrial lead had dislodged. And it was discovered, the atrial lead exhibited a failure to capture. The lead was explanted and replaced. The patient was in stable condition.